Event description:
It was reported that the zimmer air dermatome was cutting too thin.

Manufacturer narrative:
The device was returned to the manufacturer for repair. Device is 15 years old with no record of preventive maintenance. Inspection did not reveal any obvious damage or defect that would cause the reported issue. The damaged and missing parts found in repair would not have caused the reported issue. The device was within specification except at the zero setting (this would not cause the reported issue). The cause of the reported issue is unk.